Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the reservoir had a possible occlusion. The customer's blood glucose was 80 mg/dl at the time of incident. The customer stated that the pump alarmed no delivery and they changed the infusion set and reservoir a few times. The alarm was received during manual prime and it was recurring. They did a final changed and the issue was resolved. They were unable to determine the cause of the issue. The reservoir was not returned for analysis.